Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented to the clinic, intermittent post-sensed t-wave oversensing was observed on the ventricular channel. It was also noted the patient had received inappropriate shock and antitachycardia therapy during the oversensing. The patient was doing fine after these events. The recommended programming changes were made and have helped avoided oversensing. Shortly after the adjustment, a r-wave amplitude was undersensed, thus resulting in the device delivering a pace. New recommended programming changes were made and no more undersensing occurred.